Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No unexpected battery power loss alarms noted during testing. Device functioning properly. No pillowing on keypad noted during testing. However, cracked keypad at select button noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a replace battery now alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed for replace battery now alarm and noticed that the customer did not receive a low battery alert prior to the replace battery now alarm. The insulin pump will be returned for analysis.